Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: six weeks; no complications, rom 10-110°, mild flexion contracture / extension lag. No ambulatory aids. One year; no complications, some problems, mild-moderate pain, little difficulty. Private pt, oral pain relievers prn. Two years; no complications, some problems, moderate pain. Private pt, pain relievers, stiffness, constant swelling - treated with ice packs. Ae; approximately two years and three month¿s post implantation; unexplained pain - seen by team over last two years. Felt normal recovery. Medial pain continues. Had CT scan + u/s scan - showed less than 2mm lucency tibial component - no treatment - see in six months. Still playing golf + walking good distances. - radiolucency is not being called out as a complaint category as it is less than 2mm and remains unchanged with no complications such as reported loosening. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2021-02051, 0001825034-2021-02052, 0001825034-2021-02053, 0001825034-2021-02054. Medical product: series a pat thin 37x8.6 3 peg, item# 184788, lot# 510690. Vgxp xp e1 tib brg rm 9x71, item# 195849, lot# 865300. Vgxp xp e1 tib brg rl 9x71, item# 195779, lot# 865300. Vgxp intlk femoral rt 70, item# 195912, lot# 917030. Report source- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient is experiencing moderate pain, stiffness, and constant swelling of the knee two years post implantation. The patient self-treats with ice packs, physical therapy, and pain relievers and continues to remain active. Attempts to obtain additional information have been made; however, no more information is available at this time.